Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly as it became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The sample was received with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. The yoke was also found damaged at the pin position, where it appeared as though a piece of the yoke was separating. The proximal end of the feeder was also slightly bent. These damages to the device most likely occurred due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. Non-conformance 60047180 has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. Nc 60047180 has been opened to further investigate the clip stacking issue. The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One sample was returned with its rotation tab bent. The sample was received with 7 clips remaining in the channel, indicating that 8 clips were fired by the end user. Upon functional inspection, the first clip was unable to load properly as it became stuck in the bent rotation tab. It was found that the clips were out of position and stacking on one another. The yoke was also found damaged at the pin position, where it appeared as though a piece of the yoke was separating. The proximal end of the feeder was also slightly bent. These damages to the device most likely occurred due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. Non-conformance 60047180 has been opened to further investigate this issue.

Event description:
It was reported that the clip slipped when loading for vessel ligation.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800730. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip slipped when loading for vessel ligation.